Manufacturer narrative:
(B)(4). Additional information: the device was manufactured january 21, 2016 ¿ january 22, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor overinfused. The medication delivery was expected to take 46 hours but was complete after 32 hours. The device was filled with 4800 mg of fluorouracil in 115 ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.